Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service representative (psr) called to report that a (B)(6) male patient had an open sore under the right therapy electrode (te) pad. Zoll customer support advised that the patient is past the point of cornstarch or hydrocortisone. Follow-up with the patient's spouse on (B)(6) 2012 indicates the patient's sore is in the middle of his back under the vibration box. The patient's spouse reported she has been using an antibiotic cream. Follow-up with the patient's spouse on (B)(6) 2012 indicates the sore has not improved. Zoll customer support recommended contacting a physician. No additional follow-up documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.